Manufacturer narrative:
Additional information was received on november 23, 2021. An explant is scheduled. Additional information was received on december 6, 2021. The explant is scheduled for (B)(6) 2021. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information was received on december 21, 2021. Bilateral prosthesis replacement with mentor gel was performed with explant. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) hispanic female who underwent primary breast augmentation with 400cc mentor smooth round moderate plus profile saline prostheses experienced deflation post procedure. Right sided deflation was confirmed by a physician. Left sided deflation was suspected by the patient, as the device appeared to be shrinking, however, this has yet to be confirmed by a physician. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. See 1645337-2021-09732 for contralateral prosthesis report.